Event description:
Malfunction: system shut down. The surgeon reported that during cataract surgery, a system message displayed. The system had to be completely shut down, restarted, and re-tuned. The case was delayed 5 minutes. The surgeon completed the case as planned. No pt injury was reported.

Manufacturer narrative:
No sample was received for eval. The root cause for the reported system message is unk and cannot be determined because no sample was received for eval and steps could not be taken to replicate the reported issue. A review of complaints for the last 24 months indicates no add'l related reports for the system. The system message reported occurs when the supervisor loses communication with the ultrasound sub-module. An internal investigation has been opened to address this issue. (B) (4). (B) (4)